Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. A wire insertion test was unsuccessful in the terminal area of lead the lead due to the presence of foreign material. The foreign material was further analyzed. The composition of the material was primarily strands of insulation along with other fibers that were encased in saline residue and body fluid.

Event description:
Boston scientific received information that during the attempt to implant this lead, the guide wire was unable to advance through the lead after about 20 minutes. The lead was unable to be implanted and was returned for analysis. There were no adverse patient effects reported.